Manufacturer narrative:
The rtc hand piece was returned for evaluation. The hand piece passed 3 service tests, however it failed tsf testing. The visual examination found a penny size air bubble which could affect the testing lowering the value at which failed. A review of the event and system log showed one transducer ringdown warning . The ringdown warning is triggered when the reflected energy measurement, taken after the energy pulse has been delivered, is above the set threshold. In this case the ringdown was significantly lower energy level than the treatment level. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
We received a report from a user facility in (B)(6), stating the patient underwent a liposonix treatment in the forearm: 6 sites at highest energy level of 45j. After the treatment, the patient exhibited a skin burn requiring additional treatment. Six stitches were used to suture the wound and a dressing was applied. Additional information received (B)(4) 2016 states the stitches have been removed and the physician plans to treat the scar with a laser.